Event description:
The customer reported a blown fuse. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse in the monitor cart. System operates as intended. This MDR is related to ge healthcare complaint.